Event description:
It was reported that tip had sharp piece of metal on it with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. This occurred on 100 separate occasions, however, it was prior to use. The following information was provided by the initial reporter: 4 of our bases opened new cartons this morning of the 306572 sterile posiflush and with the use of the first one on a client we found that the tip had a miniscule, sharp piece of plastic, sometimes, loose, present which has the potential to break off when injecting.

Manufacturer narrative:
H.6. Investigation: DHR was performed and the non-conformances were reviewed for this batch, and there was no record of any non-conformances associated with this issue. The photos and samples received were reviewed and confirmed barrel luer tip flash. The root cause may be related to moulding pin wear and inspection and detection methodology inadequacy on the moulding machine. CAPA(B)(4) was initiated. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tip had sharp piece of metal on it with a bd posiflush¿ xs pre-filled flush syringe nacl 0.9%. This occurred on 100 separate occasions, however, it was prior to use. The following information was provided by the initial reporter: 4 of our bases opened new cartons this morning of the 306572 sterile posiflush and with the use of the first one on a client we found that the tip had a miniscule, sharp piece of plastic, sometimes, loose, present which has the potential to break off when injecting.